Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a device change out procedure during dft testing, the device oversensed noise and delivered inappropriate therapy after delivering successful therapy initially. The source of the issue could not been determined. The device was not used. The patients condition is good.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment and no anomalies were detected. The cause of the reported noise could not be determined.